Manufacturer narrative:
See attached.

Event description:
On 11/9/2022, it was reported by a facility representative via sems that an ar-6475 pump pressure is increasing and faulty. This was discovered during a procedure with no patient harm. Additional information provided: while during the case, the unit¿s pressure stuttered, then shot up to maximum. The pump then turned off. The surgeon had to remove the arthroscope and try again. This occurred several times, after which another arthrex unit was brought in. It worked fine and the case continued without further incident. No psr was generated to my knowledge.